Manufacturer narrative:
(B)(4). Bard MDR#: 1018233-2011-00106. Note: this report corresponds with bard's report (B)(4) for a "pelvitex polypropylene mesh".

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.